Event description:
Same case as 2134265-2009-03013. It was reported that during an unspecified procedure, two balloon ruptures occurred. The 95% stenosed lesion was located in the severly calcified and non tortuous ostial right coronary artery. The physician had already used a 1.5 burr. He then advanced the 3.0x15mm apex monorail balloon to the lesion site. On the first inflation, the balloon burst at fourteen atmospheres. The balloon wa removed intact. He then tried the 3.0x15mm quantum maverick balloon and on the first inflation, the balloon burst at twenty atmospheres. The balloon was removed intact. A 3.5x10 cutting balloon did not cross the lesion on the first attempt and the burr size was increased to a 2.0. They went back in with the same 3.5x10 cutting balloon and it crossed the lesion and they were able to deploy a 3.5x18 promus successfully. There were no patient complications reported and the patient status was "fine."

Manufacturer narrative:
Over 60 years old. The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).